Event description:
Same case as MDR ID: 2134265-2015-00284. (B)(4). It was reported that restenosis occurred. In (B)(6) 2013, the patient was presented due to silent ischemia. Subsequently, coronary angiography and index procedure were performed. The target lesion #1 was a de novo lesion located in the distal left circumflex (lcx) with 100% stenosis and was 30 mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 32 mm promus element plus everolimus-eluting platinum chromium coronary stent. Following post dilatation, the residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the proximal lcx with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm promus element plus everolimus-eluting platinum chromium coronary stent. Following post dilatation, the residual stenosis was 0%. Post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was presented due to depressed left ventricular ejection fraction (lvef) and diffuse hypokinesis. Subsequently, coronary angiography was performed and revealed 75-80% in-stent restenosis (isr) at proximal segment of lcx and patent distal 3.00 x 32.00mm promus element plus everolimus-eluting platinum chromium coronary stent. In (B)(6) 2014, the patient underwent 3 vessel coronary artery bypass graft (CABG) including left internal mammary artery (lima) to left anterior descending (lad), saphenous vein graft (svg) to first obtuse marginal (om), svg to left posterior descending artery (lpda). Three days post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).